Manufacturer narrative:
The issue was isolated to one patient sample. Diabetic medication was withheld as a result of the low glucose result. There was no harm to the patient. The customer reran the sample and recovered results considered "normal". The customer did not request service and did not replace any parts on the instrument. The customer has not contacted beckman coulter with reoccurrence of the issue. (B)(6).

Event description:
The customer reported obtaining low glucose (glu) patient result for one patient generated on their au680 chemistry analyzer. The customer stated original result for this patient was 51 mg/dl and was reported out of the laboratory. The doctor questioned the result and the sample was rerun with results of 110 mg/dl. Corrected report was then issued. Diabetic medication was withheld as a result of the low glucose result. There was no harm to the patient. Data showed quality control (qc) was erratic but within their established range before the event.